Manufacturer narrative:
Additional information: section d added serial #. Device evaluation: the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period mar-2019 to mar-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be properly inserted over the guide wire. A new iab was inserted and used with out issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be properly inserted over the guide wire. A new iab was inserted and used with out issue. There was no patient harm or adverse event reported.